Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date the patient was treated with injection of reflin 1 gram, once daily (route and duration not reported), injection of tobramycin 40mg, once daily (route and duration not reported) and injection of heparin 1/2ml per bag (frequency and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.